Manufacturer narrative:
The lead was not returned to saluda. The root cause of the reported infection could not be definitively established. Evoke scs system surgical guide lists infection that may require hospitalisation with intravenous antibiotic therapy and requiring surgery (including revision, explant, and replacement) as a result as a potential risk associated with the implantation and use of a spinal cord stimulation system. The manufacturing records were reviewed and the product met all requirements for release.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated in the emergency department for pain associated with a pimple above the left buttock incision site. The evoke lead was determined to be in close proximity to the area which was suspected to be infected, and the lead was subsequently explanted. Antibiotics were administered and samples collected from the incision site were negative for infection. It was reported that the patient had a pre-existing thumb infection resulting from an accident unrelated to the evoke scs system.